Event description:
It was reported that caller experienced air bubbles or gaps in tandem mobi cartridge during pumping, described as about the size of a peppercorn, and the issue was ongoing at the time of the call. There was no adverse impact to the customer's blood glucose level. Caller declined to prime tubing and instead loaded new cartridge, and technical support guided caller through proper loading technique, after which caller successfully loaded new cartridge and resumed insulin therapy, and issue was resolved.